Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator . It was reported by the patient that the surgical site appeared to have increased pain and was warm to the touch. The patient also reported feeling nausea. The environmental factors were unknown. Culture tests showed infection in the stimulator pocket. The device needed to be explanted. The scs system was safely explanted on (B)(6) 2016. The customer did not return the products. It was reported that the infection was not yet resolved as the patient was being treated for the infection at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.